Event description:
It was reported that on (B)(6) 2024, the patient had positive blood cultures for a fungal infection, and drug therapy treatment was performed. The cause of the infection was unknown. On (B)(6) 2024, a device failure occurred and there was stenosis/occlusion of the outflow graft with kink and infected thrombus. The outflow graft was replaced. The cause of failure was related to infectious diseases. A contrast computed tomography (CT) scan was performed on (B)(6) 2024. The contrast CT scan showed that the outflow graft was kinked. However, a ramp echocardiogram was performed before the CT scan and the pump speed was increased from 5400 rpm to 6400 rpm, but the pump flow was about 3.0 lpm and the pump power was increased to 5w. The left ventricle size did not change. The site stated that normally if the outflow graft was obstructed, pump power should decrease, but that was not the case. On (B)(6) 2024, the patient had symptoms of heart failure and renal function was also declining and was supported with dobutamine 4g. Log file review was requested, and the event log file captured a few momentary low flow estimates with high pulsatility index (pi) as well as one low flow alarm on (B)(6) 2024. There were no notable alarm conditions or parameter changes since (B)(6) 2024. It was stated that the patient was hospitalized. No thrombus was confirmed, and there was stenosis of the outflow graft. CT images were not available, and the patient remained under observation. The patient also experienced vascular occlusion on (B)(6) 2024. Unintentionally, the blood vessels may have bent into postoperative. The event was not considered to be device related. On (B)(6) 2024, the patient experienced neuropathy for more than 24 hours. The patient had an embolism in their bilateral cerebral cortex, which was diagnosed with a CT scan. The patient had a stroke and was in a coma. Warfarin was used to treat the patient. On (B)(6) 2024, the patient had a cerebral infarction was due to the fungal infection and passed away in the intensive care unit. The site stated that when they checked the patient's prognosis, they were informed that the patient had died. The pump and system controller were to return.

Manufacturer narrative:
Section b3 - event date: corrected. Section b5 - event description: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d6b - date of explant: corrected. Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported outflow graft kink and low flow alarms were confirmed through the submitted image and log files. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection, stroke, renal dysfunction, heart failure symptoms, and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. Intermittent low flow faults were observed on (B)(6) 2024, resulting in one low flow hazard alarm. A direct correlation between the observed outflow graft kink and the low flow events could not be conclusively established. The pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable, modular cable, outflow graft, and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU lists potential adverse events, including stroke, infection, renal failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also addresses pump parameters, including pump power, flow, and pulsatility index. The IFU also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU explains that device flow and power generally retain a linear relationship at a given speed. An increase in power not related to increased flow causes erroneously high flow readings, while an occlusion of the flow path decreases flow and cause a corresponding decrease in power. In reference to pulsatility index, the IFU states that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle). The IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The user is instructed to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. The IFU also instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Furthermore, the IFU and patient handbook provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 24sep2024 that the patient passed away in the intensive care unit on (B)(6) 2024. The site stated that when they checked the patient's prognosis, they were informed that the patient had died. The pump and system controller were to return.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further noted on (B)(6)2024 that patient experienced vascular occlusion on (B)(6)2024. Unintentionally, the blood vessels may have bent into postoperative. The event was not considered to be device related. It was communicated on (B)(6)2024 that device failure occurred and there was stenosis/occlusion of the outflow graft with kink and infected thrombus. The outflow graft was replaced. The cause of failure was related to infectious diseases. On (B)(6)2024, the patient had positive blood cultures for a fungal infection, and drug therapy treatment was performed. The cause of the infection was unknown, and was stated to have contributed to the death. It as stated that on (B)(6)2024, the patient experienced neuropathy for more than 24 hours. The patient had an embolism in their bilateral cerebral cortex, which was diagnosed with a CT scan. The patient had a stroke and was in a coma. Warfarin was used to treat the patient, and it was stated that the neurological disorder also contributed to the death. The cerebral infarction was due to the fungal infection. (B)(6).

Event description:
It was reported that on (B)(6) 2024, the patient had symptoms of heart failure and renal function was also declining and was supported with dobutamine 4g. A contrast computed tomography (CT) scan was performed on (B)(6) 2024. The contrast CT scan showed that the outflow graft was kinked. However, a ramp echocardiogram was performed before the CT scan and the pump speed was increased from 5400 rpm to 6400 rpm, but the pump flow was about 3.0 lpm and the pump power was increased to 5w. The left ventricle size did not change. The site stated that normally if the outflow graft was obstructed, pump power should decrease, but that was not the case. Log file review was requested, and the event log file captured a few momentary low flow estimates with high pulsatility index (pi) as well as one low flow alarm on (B)(6) 2024. There were no notable alarm conditions or parameter changes since (B)(6) 2024. It was stated that the patient was hospitalized. It was communicated on (B)(6) 2024 that no thrombus was confirmed, and there was stenosis of the outflow graft. CT images were not available, and the patient remained under observation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional health effect - clinical codes. 4846 - bacteremia. 4553 - drug resistant bacterial infection. 1967 - muscle weakness/atrophy. 4440 - thrombosis/thrombus. 2418 - loss of consciousness. 4438 - embolism/embolus. 1834 - endocarditis. 1914 - low blood pressure/ hypotension. 4461 - respiratory arrest. 1762 - cardiac arrest. Additional health effect - impact codes. 4642 - additional device required. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that the bacteremia on (B)(6) 2025 was bacterial, and the bacteremia on (B)(6) 2025 was fungal.

Manufacturer narrative:
Additional health effect - clinical codes 4846 - bacteremia 4553 - drug resistant bacterial infection 1967 - muscle weakness/atrophy 4440 - thrombosis/thrombus 2418 - loss of consciousness 4438 - embolism/embolus 1834 - endocarditis 1914 - low blood pressure/ hypotension. 4461 - respiratory arrest. 1762 - cardiac arrest. Additional health effect - impact codes 4642 - additional device required no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, the patient had positive blood cultures for a fungal infection (fungemia), and drug therapy treatment was performed. The cause of the infection was unknown. Additionally on (B)(6) 2024, blood cultures revealed pseudomonas bacteremia with multidrug resistance. After consultation with the infectious disease department, antibiotic therapy was resumed. Due to respiratory muscle fatigue, the patient was managed with mechanical ventilation while continuing rehabilitation. Despite antibiotic treatment, inflammatory markers remained elevated, and poor wound healing at the surgical site led to wire removal on (B)(6) 2024. From around (B)(6) 2024, the patient developed rapidly worsening renal dysfunction and ventricular assist device (vad) flow began to decrease (approximately 3.0 l/min at 6400 rpm). A contrast computed tomography (CT) scan was performed on (B)(6) 2024. The contrast CT scan showed that there was stenosis/occlusion of the outflow graft (ofg) with kink and infected thrombus. A contrast defect suggestive of thrombosis was also noted. However, a ramp echocardiogram was performed before the CT scan and the pump speed was increased from 5400 rpm to 6400 rpm, but the pump flow was about 3.0 lpm and the pump power was increased to 5w. The left ventricle size did not change. The site stated that normally if the ofg was obstructed, pump power should decrease, but that was not the case. On (B)(6) 2024, surgical correction of the ofg was performed to save the patient. At 3 cm from the aortic anastomosis, twisting of the vascular ofg caused stenosis, and a white, neointimal-like structure suggestive of bacterial mass was observed within the lumen. These were removed as much as possible, and the ofg was shortened and re-anastomosed end-to-end. The cause of failure was related to infectious diseases. On (B)(6) 2024, the patient had symptoms of heart failure and renal function was also declining and was supported with dobutamine 4g. Postoperatively, flow improved and hemodynamics stabilized. However, candida albicans was detected in blood cultures on the day of surgery. Treatment with fluconazole was initiated. The patient also experienced vascular occlusion on (B)(6) 2024. Unintentionally, the blood vessels may have bent into postoperative. The event was not considered to be device related. Postoperatively, the patient was sedated and managed with mechanical ventilation. Sedation was discontinued on (B)(6) 2024, but the patient remained in a coma. A head CT on (B)(6) 2024 showed multiple cerebral infarctions and subarachnoid hemorrhages. On (B)(6) 2024, the patient experienced neuropathy for more than 24 hours. The patient had an embolism in their bilateral cerebral cortex. Neurosurgery was consulted regarding the indication for cerebral angiography, but it was deemed inappropriate due to the time elapsed. Neurology was also consulted, and contrast CT was considered for evaluating revascularization, but it was also deemed inappropriate. While assessing the extent and reversibility of cerebral infarction, maximum treatment including infection control was continued. Given the positive fungal blood cultures, the clinical course was considered consistent with infectious thrombus formation due to fungemia, leading to embolism of the vad ofg and subsequent multiple cerebral infarctions. The subarachnoid hemorrhages observed on head CT were suggestive of infectious endocarditis, further supporting embolism due to fungemia. Despite continued antifungal therapy, subarachnoid hemorrhages worsened, inflammatory markers increased, and infection could not be controlled. It was noted that warfarin was used to treat the patient. On (B)(6) 2024, the patient exhibited agonal breathing and hypotension. Although vad flow was adequate, peripheral vascular resistance was thought to be reduced due to infection. Vasopressors were administered, but circulatory failure persisted. After discussions among cardiology, cardiovascular surgery, and emergency medicine departments, it was concluded that infection control was unachievable, and brain damage was irreversible. The family was informed that current treatment was the maximum possible, and a decision was made to allow the natural course. Despite continued vasopressor support, blood pressure gradually declined, leading to respiratory arrest and cardiac arrest. The patient passed away peacefully, surrounded by family. The pump and system controller were to return. The international normalized ratio (inr) values were as follows: 1.57 on 11sep2024, 1.70 on 12sep2024, 1.89 on 13sep2024, 2.10 on 14sep2024, and 2.81 on 15sep2024. The cause of death was stated to be fungemia and cerebral infarction, and the death was considered to be device related. The case involved a transition from an extracorporeal vad to heartmate 3, and the anastomosis of the ofg contributed to the kinking. Fungal embolism due to infection led to narrowing of the ofg and circulatory failure. Although pump flow stabilized after correcting the kink, the patient died due to multiple cerebral infarctions caused by fungal embolism and circulatory failure from infection. Although flow was slightly low post-implantation, it was sufficient to maintain circulation. Later, even with increased rpm, flow did not improve, suggesting a problem with the ofg. Aside from that, the device operated as intended. Autopsy revealed no signs of infective endocarditis, but circumferential neointimal-like structures suggestive of infection were found within the paracorporeal vad ofg.